Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient felt weak, had abdominal pain and was vomiting. The cgm value was 50 mg/dl and the bg finger stick value was 600 mg/dl. The parent¿s mother transported the child to the hospital and treatment included 4 bags of IV fluid. At some point after arrival, the bg finger stick value was 120 mg/dl but the cgm value was 61 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b and d zone of the parkes error grid. No additional patient or event information is available.